Manufacturer narrative:
Part number and lot number not available for investigation. Not additional information was provided by doctor. This complaint is closed after 45 day target due to attempts to gain additional information.

Event description:
The surgeon performed a bunionectomy using minibunion implants. Follow-up was performed at an unknown period and it was noted that the oblique screw is broken. The patient is not experiencing pain and the surgeon will not revise the implant.